Manufacturer narrative:
There was no device malfunction associated with the inappropriate defibrillation event. The patient passed away on (B)(6) 2015. It was reported that the patient ended use of the lifevest prior to passing. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 07/19/2011 - reuse; electrode belt sn (B)(4): 08/09/2012 - reuse.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2015 in the hospital. The lifevest detected ventricular tachycardia at 17:12:30. The lifevest delivered one appropriate treatment at 17:13:39. The rhythm at the time of treatment was vt. The patient received a second treatment which was inappropriate at 17:14:02. The rhythm at the time of the inappropriate treatment was sinus bradycardia. The post shock rhythm was sinus bradycardia. Multiple counting of tall twaves contributed to the false detection. A review of the downloaded data indicates that the response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shock. It was reported that the patient ended use of the lifevest before the time of death. The patient passed away on (B)(6) 2015.